Event description:
It was reported that the pk dissecting forceps instrument was not recognized by the da vinci s system. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted tests and found that recognition passed. Engineering also found the distal end of the main tube has a .75 inch long section below the mid point with various scratches and light material removed. Based on the location and appearance, the scratch is most likely due to instrument collisions. A scrape mark below the mid point of the distal end of the main tube was also observed, most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.